Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation and the device evaluation. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested, after reprocessing in accordance with the instructions for use (IFU), and before repair, no bacteria were detected. The instruction for use (IFU) warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.

Event description:
The scope tested positive for 11 colony forming units (cfus) of pseudomonas aeruginosa and =50 cfu of stenotrophomonas maltophilia in the biopsy channel, an unspecified number of cfus of pseudomonas aeruginosa in the suction channel, and 10 cfus of pseudomonas aeruginosa and =50 cfu of stenotrophmonas maltophilia in the air/ water channel.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination (no detection). The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the air/water, balloon channel, instrument channel, suction channel, and the forceps elevator wire channel (raised and lowered three times). The customer also confirmed that aspiration is done with both the 1st and 2nd position of the suction valve. The customer uses anios detergent during the pre-cleaning process. During the manual cleaning process, the customer uses neozimd detergent and brushes the instrument channel, suction cylinder, instrument channel port and the forceps elevator. The customer confirmed that the forceps elevator is flushed. Additionally, the forceps elevator is raised and lowered three times when submerged in detergent solution. The customer did not specify the brushes used during manual cleaning. The customer confirmed that this device passed the leak test. It was not specified if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, a steelco machine is used with neodisher ¿designed for¿ detergent and neodisher septo (disinfectant). The scope is dried using blown dry using clean compressed air and is stored in a simple storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled, filtered, and treated with uv light. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for microbial contamination. The scope was sampled three times. During the first sampling, the scope tested positive for 11 colony forming units (cfus) of stenotrophomonas maltophilia. During the second sampling, the scope tested positive for unspecified cfus of pseudomonas aeruginosa. During the third sampling, the scope tested positive for 10 cfus of stenotrophomonas maltophilia. The issue was found during a routine culture of the scope. All channels were tested. There was no patient/user harm or injury reported due to the event.